Event description:
A report was received from the field indicating that recently, whenever they run their acmi rigidscopes in the sterrad unit the scopes come out foggy. The customer stated that it is not residue but the scope itself inside is foggy. The initial rptr also indicated this is the 6th incident; the previous five incidents were not reported. The facility indicated that there is no info for the previous incidents. This 3500a report has been generated in order to capture the five unreported events mentioned by the initial rptr. Please note that the initial rptr has indicated that there is no additional info for these events.

Manufacturer narrative:
(B) (4): damaged device. Please note: the initial info received for these five events is anecdotal. Specific event details are not identifiable, known by the initial rptr, or available. Thus a medwatch report is being submitted for these five events. If and when asp receives additional info detailing any or all of these events, an individual medwatch report will be submitted within the applicable timeframe. This is one of two 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00425.